Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.3 hardware: iphone17.2 cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (date). The patient's blood glucose levels declined to 31 mg/dl while wearing the pod between 24 and 36 hours. The patient reports experiencing nausea. The patient reports after delivering a bolus in the morning for 60 carbohydrates to cover the oatmeal and orange juice consumed their blood glucose had then dropped to 55 mg/dl. Upon checking by fingerstick the patients¿ blood glucose was showing 31 mg/dl. The patient was taken by ambulance to the hospital emergency room. While in the ambulance the patient was treated with intravenous dextrose. Upon arrival at the hospital emergency room the patient continued to receive intravenous dextrose. The patient was in the hospital emergency room for 2 hours.